Manufacturer narrative:
Analysis was unable to confirm the stated reason for return of "issues with noise, no clear signs and sometimes the analyzer turned off". The device was noted to be mechanically intact though the battery voltage was very low and this was stated in a message which popped up on the screen when the analyzer was powered up. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the software analyzer was in use there were issues with noise, no clear signs and sometimes the analyzer turned off. The analyzer has not been returned to service. It was indicated that there was no patient involvement associated with this event. It was further reported that the analyzer was returned to service.